Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: force sensor plate contamination with force sensor readings out of specifications.

Manufacturer narrative:
Submitted: (B)(4) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download histories revealed several large primes recorded. On investigation, the pump did not recognize the cartridge during the prime step and emitted the appropriate alarm. The force sensor was noted to be out of specification. The pump was opened for investigation and revealed contamination on the force sensor assembly. Recall # 2531779-03/24/2010-003-r.